Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid. The cause of the event was unknown. The same day as event onset, the patient was hospitalized for the peritonitis event and began treatment with vancomycin injection (1gm, ongoing) and fortum injection (1gm, ongoing) for the event. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported that the patient has recovered, antibiotic treatment was discontinued and the patient was discharged from the hospitalal. Should additional relevant information become available, a supplemental report will be submitted.